Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 16x3.0mm liberte' monorail coronary stent delivery system (sds) had been advanced to the target lesion which was located in the proximal left circumflex, but was unable to proceed into the lesion. Several attempts were made to advance through the target lesion but the stent position could not successfully be achieved. The physician decided to abort the procedure and pulled out the stent delivery system. Once the device was outside the patient the physician reviewed the stent and found that when he passed his finger over the struts he noticed little "bulbs" on the structure. There were no patient complications reported with the patient's current condition listed as "stable".